Event description:
It was reported that the after the preloaded intraocular lens (iol) was implanted in the left eye (os), the patient complained of blurred vision and halos at all distances. Target was intermediate vision. The last refraction for the os was -1.75+0.75x020. The patient desires iol exchange for better vision and less halos. The initial cataract surgery operative report was received. The description of the procedure includes the surgeon's standard pre-operative, intra-operative, and post-op cataract surgery steps which were followed with no complications. No secondary surgical or medical interventions were performed. Additional information was received reporting that the surgery is scheduled for (B)(6)2024 and has not been performed yet. It was further noted that the patient complains of halos with lights. No quality issue with the device was noted. There was no patient injury and no medical or surgical intervention was performed. Through follow-up, it was learned that the explant procedure was performed on (B)(6), 2024. Another johnson and johnson iol was implanted as replacement (diu225). The patient was doing well at one day post-operative visit. No further information was provided.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between nov 20, 2023 and mar 28, 2024. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.